Event description:
It was reported that the table allegedly moved into reverse trendelenburg on it's own during a procedure. There was no adverse consequence reported in this event.

Manufacturer narrative:
The unintended movement of the surgical table was allegedly caused by fluid getting into the hand pendant. The pendant was replaced as part of a remedial action.